Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up on 20feb2020 due to being in atrioventricular block (av block). Upon review, it was revealed that the right ventricular lead had exhibited noise in the past. Noise was reproducible with isometrics and programming changes were made to address the noise in (B)(6) 2019. During the programming changes made in (B)(6) 2019, the pacemaker was reverted to aai (atrial demand pacing) mode. It was noted that the patient being in atrioventricular block (av block) was due to the device being in aai mode. The patient was kept overnight in the hospital. The right ventricular lead was capped and replaced on (B)(6) 2020. There were no consequences to the patient.

Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2020 due to loss of capture.